Manufacturer narrative:
This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a screen blocked due to being dropped and damaged. The ventilator was not on a patient at the time of the event. The service engineer replaced the gui cpu (graphical user interface central process unit) and backlight inverter to correct the issue. The unit passed all testing and operates within the manufacturing specifications.